Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient whose implantable pump contained saline because the person who was to deliver the medication on the day of implant got into a car accident and they never had a chance to fill the pump. The indication for use was spinal pain. The patient had to have her pump and catheter (total system) removed because she developed a severe spine infection, patient also experienced redness a lot of drainage, a migraine that started the day patient was discharged which was (B)(6) 2016 (implant date), nausea, and an undescribable shooting pain down the back of both legs. The patient went to the emergency room on (B)(6) 2016 and was treated for the migraine but it did not go away but lessened with intravenous dilaudid, patient went home for 12hrs then went back to the emergency room on (B)(6) 2016 after waking up with a full blown migraine again and then had the shooting pain down both her legs, lower back and incisional pain. Patient also had an abscess and was treated with antibiotics but it took until (B)(6) to confirm exactly what infection patient had. The infection strain was klebsiella and it was associated with implant procedure. The patient did not experience a fever nor chills. On (B)(6) 2016, the patient was admitted at the hospital and was currently admitted, patient was being treated with intravenous antibiotics until (B)(6) 2016. The patient had been treated with strong antibiotics in the emergency room and also when she got a room and after seeing the health care professional that makes rounds. They were trying to figure out what to do to save the pump but patient was in so much pain and requested the pump be taken out the system was removed on (B)(6) 2016 and patient was informed that there was no way they could save the pump because of how bad the infection was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.